Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 173mg/dl. Troubleshooting was performed. The device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a motor error alarm during the basic occlusion test, and the device alarmed during the prime test as a result of a loose drive support disk.